Event description:
Three days following a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. The index procedure identified and treated two target lesions. Target lesion 1 was a 95% stenosed, mildly tortuous b2-type lesion with timi-2 flow located in the mid left anterior descending (lad) vessel. The lesion was 10mm in length and 3.0mm in diameter. The lesion was predilated with a 2.50x12mm quantum balloon. The physician followed with a taxus liberte 3.00x16mm stent deployed at 10 atms. The stent was not post dilated. The results were 10% residual stenosis with timi-3 flow located in the mid lad vessel. The lesion was 8mm in length and 2.5mm in diameter. The physician direct stented the lesion with a taxus liberte 2.50x16mm stent at 10atms. The patient was discharged two days following the index procedure on anti-platelet medication. It was reported that the patient returned to the facility three days following the index procedure experiencing a stent thrombosis. The stent thrombosis was confirmed by angiography. The lad treated lesion was 100% stenosed. The stent thrombosis was resolved by placement of another taxus liberte drug eluting stent. It was further reported that the patient was taking clopidogrel at the time of the event, however, the patient was not taking aspirin. The relationship of this event to the device was indicated as being "possibly" related.